Manufacturer narrative:
The reporter's meter was returned for investigation. Control ranges: level 1: 30-60 mg/dl, level 2: 261-353 mg/dl. Results: level 1: 43, 45, 43 mg/dl , level 2: 295, 304, 294 mg/dl. All returned results are within acceptable range.

Manufacturer narrative:
The customer¿s device was requested for an investigation. The customer stated the container of test strips used for patient testing will not be returned as they were all used up and thrown away. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable glucose results with an accu-chek inform ii meter serial number (B)(4). At 12:11 p.m., the customer also used another accu-chek inform ii meter to confirm the patient¿s previous glucose results. At 12:07 p.m., the patient¿s meter glucose result was 439 mg/dl. At 12:08 p.m., the patient¿s meter glucose result was 346 mg/dl. At 12:09 p.m., the patient¿s meter glucose result was 251 mg/dl. At 12:11 p.m., the patient¿s meter glucose result was 297 mg/dl. The customer determined the meter result of 297 mg/dl was correct, and the patient was provided with an insulin treatment.